Event description:
During follow up for an unrelated event, it was discovered that patient called the clinic with complaints of abdominal pain/cramping, fever of 100 and cloudy drainage. A peritoneal dialysis fluid cell count and culture was ordered and the patient was started on vancomycin and gentamycin. The patient admitted that he possibly touched and contaminated himself when he was groggy during connection. The patient received retraining on aseptic technique.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided, it is unknown how the device may have caused or contributed to the event. Medical records review: medical records were received and reviewed by post market surveillance clinical staff. It was noted that peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. There is no documentation in the medical record that shows a casual relationship between the liberty cycler, liberty cycler cassette, and the peritoneal dialysis solutions to the patient's diagnosis of bacterial peritonitis. A supplemental report will be submitted upon completion of the plant's investigation.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed. There were indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. The simulated treatment was then performed and completely without failure. Testing found no indication of an equipment failure that would cause a fluid leak. The valve actuation test passed. The patient sensor calibration check passed. The system air leak test passed. The cycler passed the mushroom heads check.